Manufacturer narrative:
Correction is being made to previously submitted h4 - device manufactured date, which was transposed on the previous report. The correct date is 8/1/2024.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Corrected field: d9. The device was not returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had gray-black rust powder. This issue occurred during preparation for use. There were no reports of patient involvement.